Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was implanted with an impella cp for support during high risk cardiac procedure. The impella was placed via right femoral artery with ease and started on auto. The patient experienced increased ectopy so the pump placed on p7 and transferred back to the cardiothoracic intensive care unit with improved hemodynamics and rhythm maintenance. The next day, it was reported that there was bleeding from impella site resulting in drop in hemoglobin from 13 to 8. One unit of packed red blood cells were given, pressure was held and anticoagulation goals were adjusted.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the root cause of access site adverse event was use related as it required readjusting anticoagulation goals.